Event description:
A customer reported that the t:slim x2 pump battery would not charge, which led to a power shutdown, preventing the pump from turning back on. Fortunately, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer replaced the original charging supplies with different ones to resolve the issue. Following the incident, customer technical support informed the customer about the need to reset the insulin on board and manually restart cgm sessions if the pump turns off or resets, advising them to monitor the pump and contact support if the problem continues.